Event description:
Autocap locking device used to hold wire in place on ercp [endoscopic retrograde cholangiopancreatography] scope, cracked while being used. Used a second autocap, same issue, cracked. Able to complete procedure, no harm to patient.